Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant product(s): unk, unknown head, unk. Unk, unknown liner, unk. Unk, unknown stem, unk.

Event description:
It was reported that the patient's right hip has been indicated for revision due periprosthetic fracture, bone loss, congenital dysplasia, and limb length discrepancy. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device is not reportable as it was not involved in the event and did not malfunction. The initial report was forwarded in error and should be voided